Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level that ranged from 378-379 mg/dl and high ketones. Prior to going to the ER, the customer delivered a bolus in attempt to resolve bg level. While in the ER, the customer was monitored and did not receive additional treatment. The customer was released 1 hour later with no permanent damage. The cause of the high bg was unknown. A system check was performed by tandem technical support and the pump was determined to function as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.